Manufacturer narrative:
Continuation of d10: product ID hh9020tdd lot# serial# (B)(6) product type product ID a820 lot# serial# unknown, product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient regarding their external device. The patient reported that they got their pump refilled today and noticed it was still taking longer than normal to connect to the pump to bolus. Patient stated they noticed this about 2 weeks ago. Agent walked patient through clearing data on the handset. Patient confirmed the issue was resolved. The troubleshooting steps that were taken on the call resolved the issue. Patient mentioned this was the 2nd pump that they have had and the pump was replaced in november.

Manufacturer narrative:
Concomitant medical products: product ID: hh9020tdd, serial# (B)(6), product ID: a820, product type: software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.